Event description:
It was reported that the customer had a no delivery alarm. Customer stated that it occurred a week or two ago. Customer declined troubleshooting. Customer was advised to call back the helpline if the issue continues. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)